Event description:
Additional information: it was reported that the pump was left inactive inside the patient. The patient is alive on oral medication.

Manufacturer narrative:
Device identification, device evaluated by MFR, device manufacture date: additional information. Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed a total loss of power to the system controller due to complete battery depletion of the external batteries and backup battery. The submitted log file contained data from 18feb2019 to 25feb2019. The pump was set to a fixed speed of 9000 rpm and the low speed limit was set to 8600 rpm. The pump operated above the low speed limit until 25feb2019 at 12:07:21 am. The line of data following this timestamp showed a complete loss of power to the system controller, indicated by a time clock reset to 1/1/2001 1:00. The total loss of power event was preceded by low battery advisory/hazards and a no external power alarm. The captured atypical events and associated alarms appeared indicative of a total loss of power to the system controller due to depleted batteries and subsequent depletion of the controller's internal backup battery. The pump remained off for an undetermined amount of time until the patient connected their white power cable to their power module. The pump regained normal operation; however, the controller clock was not set for the remainder of the log file. The end of the log file captured driveline disconnect alarms which appear consistent with the report that the system controller and pump were taken out of use. The account reported that the patient lost external power to their pump and subsequently had a pump stoppage event. The pump remained stopped overnight and the patient was admitted to the hospital as hemodynamically stable. The account reported that the pump was turned off and remains implanted in the patient. The patient is reportedly ongoing on po medications. The hmii lvas IFU, as well as the hmii patient handbook, provide important information regarding the heartmate batteries, including outlining monitoring battery charge level and replacing depleted batteries. If the yellow diamond comes on, the user is instructed to promptly replace the low batteries with two fully-charged batteries or switch to the power module. They also outline all system controller alarms as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 4 years, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient disconnected black lead from battery and tried to reconnect black lead with a subsequent pump stoppage. The pump continued to stop on (B)(6) 2019. The patient is currently in ICU and is hemodynamically stable. The manufacturer's technical service representative reviewed the log file and observed both battery and external back battery depletion causing the pump stoppage. The duration of pump stop cannot be determined.